Manufacturer narrative:
Analysis was able to confirm the reported broken connector port; the ventricular output connector was broken. Analysis also noted that the battery drawer was sticking, the main seal was damaged, and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken connector port. The epg was returned for service. There was no patient involvement.